Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found complaint numbers two complaints with the issue of ((dv > 180% to 200% of fv) within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient was experiencing high drain volumes and was feeling bloated. Treatment data was provided. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred after treatment where 4500ml drained. This drain is 180% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2500ml is 4500. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use off the cycler and contact and contact the peritoneal dialysis nurse. The cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the alleged event. No missed treatments were reported. The patient has resumed treatments on the replacement cycler.

Manufacturer narrative:
(B)(4).

Event description:
...

Manufacturer narrative:
Correction: event date updated to (B)(6) 2018.